Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Patient reported they were trying to get out of a chair and accidentally dropped everything. The tubing broke from the luer lock connection. The pump was turned off. They were instructed to call the anesthesia care team to advise them what happened and see if they are able to get a replacement. Medication being infused is unknown. No patient injury reported.